Event description:
During follow-up, the device was observed to be at elective replacement indicator (eri) level. The physician suspected premature battery depletion. The event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of battery performance alert detection was unconfirmed. A device evaluation was performed. No large drops in battery voltage were observed and no sources of high current were identified. A longevity estimate was performed and showed normal batter depletion had occurred.